Manufacturer narrative:
MDR report number is being changed from 3004939209-2015-00159 to 3004939290-2015-00159.

Event description:
The following information was reported: attempted to deploy a mynxgrip (6f/7f) vascular closure device. After shuttling down, when retracting the sheath, no advancer tube was present and the sealant was not deployed in the patient. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention vessel location: peripheral sheath size: 6f intended closure: arterial. Physician's opinion: "felt he shuttled to proper position and advancer tube/sealant should have stayed in place".

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle. The sealant was soaked in blood. Half of the sealant was on the catheter, and the other half remained inside of the shuttle cartridge. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed, however, blood was present near the proximal end of the advancer tube, which is indicative that blood was forced into the proximal end of the shuttle. Based on the provided information and the investigation performed, the reported advancer tube not present could not be confirmed. The reported event might have been caused by an incomplete engagement of the advancer tube during the procedure. The review of the lhr (f1504301) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).